Manufacturer narrative:
All info provided by MFR, no medwatch form was received. The historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and reporting criteria going forward. (B)(6).

Event description:
It was reported that the pt had coded and had received large amount of appropriate shocks. The pt was also externally defibrillated. Upon interrogation, the device was found to be in backup vvi mode. The pt expired.